Event description:
The customer reported, the system shut down during a procedure. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced and the software was reloaded. The system was then found to be working as intended.